Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 8000 c 702 module. On (B)(6) 2022, the patient's initial creatinine result was reported outside the laboratory. The patient's physician questioned the reported result and requested the sample to be repeated. On (B)(6) 2022, the customer performed repeat testing with the patient's sample on the same c 702 module. On (B)(6) 2022, the patient's initial creatinine result was 300 umol/l. On (B)(6) 2022, the patient's repeat creatinine results were 185 umol/l and 192 umol/l. The creatinine reagent lot number was 606527 with an expiration date requested but not provided.

Manufacturer narrative:
The customer replaced the reagent probe. The field service engineer replaced various parts and performed maintenance and adjustments. After service, the customer performed calibration and qc and had passing results. The investigation reviewed the customer's calibration and qc results and did not find any false results. The investigation confirmed the daily maintenance was performed on the date of the event. The investigation found two sample clot alarms on the provided alarm trace. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found low gear pump pressure and performed an adjustment and maintenance. The investigation determined the service actions resolved the issue.